Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tips are stripped.

Manufacturer narrative:
Examination of the returned devices confirms the complaint; the threads are stripped and damaged. It appears the internal threaded inserter was used without the outer guard component which protects the threads on the inserter. The instruments range from 7 to 10 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.